Manufacturer narrative:
Initial reporter is a synthes sales representative. A review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi38235 was released in a single batch on (B)(6) 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: upon visual inspection of the complaint device, the tip of the t20 driver shaft was observed to be completely worn out, which could have caused the complaint condition. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. The reported condition of missing components could not be confirmed as the received device had all the components assembled. After a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the cannulated screwdriver is worn and the end piece is missing. This occurred intra-operatively causing a surgical delay of an unknown length. The procedure was completed successfully with another screwdriver and no patient impact. Upon visual inspection of the received device, the tip of the t20 driver shaft was observed to be completely worn out. The reported condition of missing components could not be confirmed as the received device had all the components assembled. This report is for a cannulated screwdriver. This is report 1 of 1 for (B)(4).